Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 380mg/dl at its highest. Manual injections were administered to address the bg level or the customer performed an infusion set tubing change and resumed insulin deliveries via the pump to address the bg level. Reportedly, the customer sometimes works in extreme temperatures which may cause an abrupt temperature to the pump or compromise the insulin in the cartridges. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
On (B)(6) 2017: the customer's clinical diabetes specialist reported the customer was using apidra insulin in their cartridges during the event. The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.